Manufacturer narrative:
H.6. Investigation: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record could not be evaluated as the lot number is unknown. CAPA#1379444 was initiated.

Event description:
It was reported that 3 unspecified bd pro safety IV catheters experienced leakage. The following information was provided by the initial reporter: hi, we have had cases of leakage from the injection ports of bd pro safety IV in our trust.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed. And the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 3 unspecified bd pro safety IV catheters experienced leakage. The following information was provided by the initial reporter: hi, we have had cases of leakage from the injection ports of bd pro safety IV in our trust.